Event description:
Patient reported that their teeth are still crooked. Confirmed there is intrusion present. Advised patient to complete a 14 day resting period due to intrusion being present on #24. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.